Event description:
It was reported that this pacemaker recorded three stored non-sustained ventricular tachycardia (nsvt) episodes during mammograms. The patient reported experiencing dizziness. Technical services (ts) reviewed the stored episodes and noted three seconds of right ventricular (rv) pacing inhibition in all three episodes, potentially caused by oversensed electromagnetic interference (emi) signals. Ts provided recommendations regarding emi during mammograms. No additional adverse patient effects were reported. This pacemaker remains in service.